Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited loss of capture and low pacing impedance. Following x-ray imaging, rv lead dislodgement was confirmed as the cause of the malfunctions. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and low lead impedance. As received, a complete lead was returned for analysis. The helix mechanism could not be performed due to the helix bent / damaged consistent with procedural damage. The reported events of failure to capture and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.